Event description:
The customer reported an o2 leak through the manifold on the stand. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported a v60 has a faulty o2 manifold. The customer reported that when connected to an e cylinder, the o2 would leak through the long o2 hose if not connected to an o2 source. Product support provided part number for the o2 transport, manifold. The customer will order the o2 transport kit and install it on the stand. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.